Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a detached end cap. The insulin pump was received with a cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has a crack located on the bottom. Customer's blood glucose reading is 553 mg/dl. Treated with the insulin pump, but not sure if insulin was delivered. Customer's mother, carla stated that crack on the bottom of the insulin exposes the motor's wires. Advised that the insulin pump will be replaced. Nothing further reported.